Event description:
The patient used the suspected device to check the blood glucose and obtained a result of 220 mg/dl. Then took extra insulin due to the result. Then blacked out. Emts then treated with a glucose IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.